Event description:
It was reported that customer was treated and stayed overnight at the hospital's emergency room with high glucose blood levels. Customer's family member stated that customer received no delivery alarms; also stated that customer has been using 9mm sets in the past, but has recently lost 20 pounds. Explained to customer how that could affect delivery. Customer was instructed to monitor blood glucose levels and pump for alarms; explained the 2 high glucose rule.